Event description:
It was reported that the programmer's stylus was not working and the screen was freezing. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus did not always line up with the cursor on the screen adn the overlay/bezel assembly was therefore replaced and the stylus calibrated, however analysis was not able to confirm the customer comment that the screen was freezing. Analysis did find the latch tab broken off of the power cord bay door and that the media bay door was missing. (B)(4).